Event description:
It was reported there was an issue with the stylus. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the stylus issue, the stylus was off from the select area, calibration did not change anything.